Event description:
Customer reported that the cartridge was not fitting properly on the pump due to a missing clear ring on the old cartridge. Blood glucose level did not exceed 500 mg/dl, and was within the normal range. Customer was instructed to remove the o-ring from the pneumatic tap using an alcohol wipe or lint-free cloth and planned to load a new cartridge independently, resuming deliveries without the need for further action.